Event description:
During my device check, I was told that estimated battery life was 2.9 years. Amplia MRI crt defibrillator implanted (B)(6) 2020. My 3rd lead was adjusted to minimize the diaphragmatic tic, which increased battery life estimate to 3.3 years. This is almost half of what my last battery lasted. FDA safety report ID # (B)(4).